Event description:
It was reported that during a laparoscopic sigma procedure, the covering of the non-active blade melted. It was not reported what device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested regarding the event and patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.